Event description:
Related manufacturer report number: 2017865-2023-45172. It was reported, decreased sensing was observed on the right atrial (ra) lead and decreased sensing and high pacing impedance was observed on the right ventricular (rv) lead. A micro dislodgement was suspected on the ra lead. A dislodgement was suspected on the rv lead. During the repositioning procedure, blood was observed in the insulation of the ra lead. The ra lead was explanted and replaced and the rv lead was repositioned to resolve the event. The patient was stable.